Event description:
It was reported by the patient that the remote monitor had no power. New batteries did not resolve the situation. The monitor was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported by the patient that the remote monitor had no power. New batteries did not resolve the situation. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was corrosion and contamination on the printed circuit board assembly. Due to this reason, the monitor would not power up.